Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was retained by the facility and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The diamondback 360® coronary orbital atherectomy system instructions for use manual states, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." Csi ID: (B)(4).

Event description:
The tip of the viperwire fractured because the orbital atherectomy device was operated too close to the tip. The fragment was abandoned in vivo, and the patient experienced no complications. Due to the patient's size and the condition of fluoroscopy equipment, the oad had been difficult to visualize during the procedure.